Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument, resulting as expected. The corrected results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated na and k results is unknown, as the samples resulted as expected when tested on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.